Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with chest pain and shortness of breath. It was noted that the atrio tachycardia/ atrial fibrillation therapies had been disabled due to failed right atrial (ra) lead check. Ra lead remains in use. No further patient complications have been reported as a result of this event.